Event description:
A consumer's daughter reporter that her mother experienced worsening of visual acuity following bilateral intraocular lens (iol) implant surgery. The visual acuity in both eyes in much worse for mid and close range vision. Additional info was received from the consumer who reported her distance vision is blurred in the left eye only. She confirmed that her vision issues are affecting her ability to perform her job and she is frustrated. She also experienced pain during and after the surgery, which resolved. Eyeglasses were prescribed but they do not correct the vision completely. She expressed concern regarding the accuracy of her preoperative biometries. Additional info was received from the surgeon who indicated there was no surgical or medical intervention required for the event. In the surgeon's opinion, the iol did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one similar complaint reported in the lot number. Additional info was requested. A completed questionnaire was received on (B)(6) 2013. (B)(4).